Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that pump exposed to fluid. The customer¿s blood glucose level was 200 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with cracked case on the back at the battery tube area, belt clip rail case corner and faded serial number label. Insulin pump failed self test and failed battery self test error was noted due to electronic assembly damaged by moisture.